Event description:
It was reported that the customer experienced intermittent blood glucose (bg) level of 435-high mg/dl. Cause was unknown. On (B)(6) 2025 customer went to the emergency room (ER) customer was treated with intravenous fluids of saline to address the elevated bg. Customer was discharged later the same day with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.